Event description:
It was reported that a review of data from this device noted a stored atrial tachycardia response (atr) event which appears to be due to oversensing due to interaction with minute ventilation (mv) feature. A boston scientific technical services consultant instructed the caller to program the respiratory rate trend (rrt) off. No adverse patient effects were reported. Additional information was received indicating the non-boston scientific right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 2000 ohms. Technical services was contacted, and technical services noted it appeared to be a spring contact issue. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a review of data from this device noted a stored atrial tachycardia response (atr) event which appears to be due to oversensing due to interaction with minute ventilation (mv) feature. A boston scientific technical services consultant instructed the caller to program the respiratory rate trend (rrt) off. No adverse patient effects were reported. Additional information was received indicating the right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 2000 ohms. Technical services was contacted, and ts noted it appeared to be a spring contact issue. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a review of data from this device noted a stored atrial tachycardia response (atr) event which appears to be due to oversensing due to interaction with minute ventilation (mv) feature. A boston scientific technical services consultant instructed the caller to program the respiratory rate trend (rrt) off. No adverse patient effects were reported.